Manufacturer narrative:
The customer¿s reported complaint of pcu¿s audible kvo alarm being difficult to hear when set to its maximum setting after upgrading to software v9.33 was not confirmed. However, software v9.33 was identified to have changed the alarm audio loudness which is most likely contributing to the customer¿s reported complaint. Test results from an alarm audio loudness comparison using a noise level meter between pcu software v9.12 and pcu v9.33 identified a higher audible alarm loudness on pcu v9.12. During the investigation, pcu software v9.33 changes to the minimum alarm audio loudness (dba) were identified to align with the 3rd edition standard, affecting all alarms including kvo alarms. These requirements are noted on dir (B)(4) pcu v9.33 prd, req ID srd-856 and srd-2937.a product enhancement request number 2612 has been submitted to increase the audible kvo alarm loudness on the pcu (v9.33) when set to the maximum setting. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode.

Event description:
It was reported that the when the kvo alarm is set at the maximum volume, it is still difficult to hear sometimes. The customer did not start experiencing the volume issue until the (B)(4) software installation began in (B)(6) 2019. There was no patient harm.